Event description:
During operative fixation of right pilon fracture, a 3.5mm x30mm cortical screw broke. Ref # (B)(4). The screw head was immediately removed from operative field and secured in a specimen cup and sequestered. Screw head was given to operating room manager. Attending surgeon was aware of incident, x-rays were taken. Screw shaft remained in pt's bone and not removed.